Manufacturer narrative:
As received, the pulse generator had telemetry without loads and multi-bit memory loss. The battery was found depleted due to a high current drain of greater than 500 ua. With a new battery, the device did not accept a download, failing to load data in the same locations as the multi-bit memory loss. The hybrid was analyzed further, but no anomalies were found. The cause of the multi-bit memory loss and the high current drain were unknown. .

Event description:
Boston scientific crm received information that this device declared elective replacement indicator earlier than expected due to long charge times during middle of life.

Event description:
It was reported that telemtry could not be established with the pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.